Manufacturer narrative:
To date, information suggests that this lead was surgically abandoned. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous lead exhibited increase in pace impedance (although remaining within normal limits) and increase in thresholds, as well as loss of capture. The associated medical device required re-programming at the office visit to unipolar due to the elevated impedances. It turned out that this lead had a conductor fracture. There were no adverse patient effects associated with this clinical observation beyond the necessity for early surgical intervention.